Event description:
The customer stated that they received an erroneous result for one patient sample tested for crpl3 tina-quant c-reactive protein gen.3 (crp) on an analytical p module analyzer (modp). The erroneous result was reported outside of the laboratory. The sample initially resulted as 254.15 mg/l accompanied by a data flag. The sample was automatically repeated by the analyzer at a times 2 dilution, resulting as 15.13 mg/l; this result was reported outside the laboratory. The sample was repeated on a cobas 8000 analyzer, resulting as 244.83 mg/l accompanied by a data flag. The sample was diluted and repeated on the cobas 8000 analyzer, resulting as 220.46 mg/l. The repeat value from the cobas 8000 analyzer was believed to be correct. The patient was not adversely affected. The crp reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that the customer pooled the acid wash system reagent into the saline diluent. He replaced the saline diluent with a new bottle. He ran precision studies and these passed. The customer ran calibration and quality controls; these passed. The customer ran dilution comparisons with other roche analyzers and these were good.

Manufacturer narrative:
The issue was an operator handling issue; the system reagents were pooled by the customer.